Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab materials supervisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The tr band deflated during post procedural care. The overall procedure was successful. The procedure performed was a left heart catheterization. The blood loss was less than 250cc. Additional information was received on 30dec2025: the exact amount of time before the tr-band deflated was unknown; however, it was believed that it occurred after the patient moved to post procedural care. There was no damage that was noticeable to the device. Hemostasis was achieved by manual compression. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d9, and to provide the complete investigation results. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).